Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pacemaker that had exhausted all battery life, and it was believed that the device was never programmed after the acute phase concluded; therefore draining the battery at an exponential rate. The ipg remains in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was seen in clinic for the first time since their implantable pulse generator (ipg) had been implanted five years prior. The ipg was unable to be interrogated. When a magnet was placed over the device, they were unable to get any type of rate change and the electrocardiogram showed that there was no pacing seen. The device remains in use. No patient complications have been reported as a result of this event.